Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0hqjz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had uncomfortable stimulation/ overstimulation. The patient also had pain at the implantable neurostimulator pocket. The stim caused pain in her back and she reportedly felt pulses even though stimulation was turned off. The patient was laying on the couch and felt pulses at the device site. The patient went to the ER for this. Pulsation had stopped at the time of this report. The patient had a follow up appointment scheduled.